Manufacturer narrative:
Product ID: 8835, product type programmer, patient. (B)(4).

Event description:
It was reported that there were several motor stalls and personal therapy manager (ptm) lock outs. The multiple motor stalls were all short in duration, (5 to 15 minutes each) and happening approximately the same time of the day. The reporter stated it appeared to look like possible emi interference, and it was noted the patient may be using a magnetic bracelet for an unrelated medical issue. The ptm lock out attempts were thought by the reporter to be either actual lock out attempts in which the patient requested a bolus during a lock out period, or a failed telemetry with the ptm that showed up as a lock out attempt, when it got back to the ptm report. The patient could have removed the ptm before it was finished or there was possibly some outside influence which interrupted it. Due to the many motor stalls and recoveries, it was thought by the reporter that the ptm and pump issues were due to outside influences or an emi source. The pump logs reported showed all motor stalls had recovered. It was decided that the pump would not be explanted since the stalls are of short duration and of no influence on the therapy. The patient was to be monitored closely. The drug being used in the pump was compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the baclofen pump initially worked very well. However, for about two years prior to this report, the pump gave continuous problems, including a critical alarm. In (B)(6), the pump was replaced.

Manufacturer narrative:
(B)(4).